Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's performance has reportedly improved. The recipient will not undergo revision surgery. The recipient remains implanted. This is the final report.